Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced cross talk as the atrial pacing was sensed on the right ventricular (rv) channel. The true rv rhythms were labeled as ventricular fibrillation (vf). This, in turn, resulted in inhibition of left ventricular (lv) pacing. Boston scientific technical services (ts) provided potential causes and recommended a chest x-ray be performed. The right ventricular (rv) lead was repositioned at a later date a it was suspected the lead had micro-dislodged. The device remains in use. No adverse patient effects were reported.